Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 4 years 11 months was explanted due to degeneration and pannus overgrowth with insufficiency. The patient presented with shortness of breath. A 23mm 11500a valve was implanted in replacement. The patient outcome at the end of the procedure as stable. Per medical records: the aortic valve showed pannus growing down from aortic wall on the left coronary cusp and to a lesser extent right coronary cusp. The patient underwent avr utilizing a 23mm 11500a inspiris resilia aortic valve with aortic root enlargement. The replacement valve was nicely seated with good function seen in post bypass echo. The procedure was performed with no complications and the patient tolerated the procedure well. Postoperatively, the patient was transported to the cvicu in hemodynamically stable condition.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported and learned later via product evaluation that a patient with a 21mm 3300tfx aortic valve implanted for 4 years 11 months was explanted due to pannus overgrowth and calcification causing valve insufficiency. The patient presented with shortness of breath. A 23mm 11500a valve was implanted in replacement. The patient outcome at the end of the procedure as stable.

Manufacturer narrative:
H3: customer report of degeneration was confirmed through observed calcification and host tissue overgrowth. Report of insufficiency secondary to pannus were confirmed due to observed rolled leaflet. X-ray demonstrated moderate calcification on leaflet 1 and 2, and minimal calcification on leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue fused; leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. The free margin of leaflet 1 and 2 were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Sewing ring cloth had multiple cuts around the valve. Wireform was exposed around commissures 1 and 3. Multiple pledgets, suture threads and suture fasteners remained attached around the sewing ring. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.